Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for call was that the caller reports that the patient had problems with the stimulator so they did a revision of it on (B)(6) 2026. It was mentioned in chart notes that the surgeon mentioned that they pulled the wires down because the patient wasn't getting relief from the pain, so the surgeon pulled both leads inferiorly withdrawing them down the spin to t11. The excess lead was coiled and looped into the ins pocket. The caller was concerned because the MRI has already been canceled in the past from a different MRI facility and didn't know the reason why. Reviewed with the caller that this is normal procedure for the leads placement with excess lead length. Reviewed MRI guidelines.